Event description:
It was reported that during an open low anterior resection, staples were deployed, but the tissue was not resected with the knife at the 1st firing on the rectum. The deployed staples were proper b-formed shape. The target tissue was regular. The device was not fired across an existing clip or staple line. There was no unexpected noise at the time of firing. Also, the surgeon felt the firing force was slightly lower than expected. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event described could not be confirmed as the firing force was as expected. A batch record review was performed and no anomalies were found during the manufacturing process.